Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized due to blood glucose of over 200 mg/dl and being pregnant. Customer was hospitalized on (B)(6) 2015. Troubleshooting was performed to determine reason for high blood glucose. Insulin pump passed self-test. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to follow up with healthcare professional.